Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported customer complaint can be confirmed. Based on the investigation details, after the handpiece was disassembled a mounting screw was found loose inside. It is likely that screw lodged between the face plate and trigger magnet causing the trigger to jam.

Event description:
It was reported that the handpiece continued to run on its own during testing prior to the start of a surgical procedure. The planned case was completed successfully with another device. There was no medical intervention and no procedural delays. There was no adverse consequences reported as a result of this event.